Event description:
It was reported through the litigation process that approximately seven years two months post filter deployment, the patient allegedly had a CT scan that showed that the prongs of the ivc filter are projecting beyond the lumen of the ivc. Furthermore, the patient allegedly was diagnosed with dvt. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced abdominal pain. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately after one month fourteen days post deployment, the patient experienced leg and chest pain. Us doppler demonstrated a small non-occlusive clot in left popliteal thrombus. Later, approximately after 7 years, the patient experienced chest pain. CT for pe protocol demonstrated prongs of the ivc filter projecting beyond the lumen of the ivc, without evidence for venous hemorrhage. Again after nine months, the patient experienced abdominal pain. Therefore, the investigation is confirmed for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 03/2012).

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that approximately seven years two months post filter deployment, the patient allegedly had a CT scan that showed that the prongs of the ivc filter are projecting beyond the lumen of the ivc. Furthermore, the patient allegedly was diagnosed with dvt. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown.